Event description:
The patient was admitted with a recent ruptured aneurysm. During and embolization procedure, the second coil was attempted to be detached in the aneurysm, but the coil didn't detached. Another attempts were made to detach the coil by increasing the syringe pressure until the alternative detach line (red line), however, that's when the coil deployed but the aneurysm was ruptured. The patient had an acute headache and the blood pressure had some variation. After this, two non-cordis coils were deployed, and the procedure was completed successfully. The patient was in good condition after the procedure.

Manufacturer narrative:
Additional information included that all the products were prep according to (IFU) instruction for use guidelines. A dedicated saline source was utilized to fill the dcs syringe, and no other type of liquid was inserted/utilized through the dcs syringe or coil delivery system. During deployment, the gauge did not reach the red zone, but there where two sequential rotations. In the first attempt, the pointer reached midway from green to red, and in the second, the pointer reached the red line. We wanted to make sure there was coil detachment this time to prevent further coil manipulation. During the event, constant visualization was maintained on the coil delivery system/aneurysm. During the detachment, there was no physical manipulation after replacement (after the first failure to detach). The coil repositioning may lead to significant hazards, so we try to avoid it as much as possible. This is why I've decided to get to the red line, after first having exited (following the guidelines). Prior to deploying the coil, the aneurysm wall was intact, but there had been hemorrhage 48 hours prior to the procedure. After removal of the coil delivery system from the patient, no damages were noted. The two other coils placed in the aneurysm were from another company. Nothing else was noticed wrong with the syringe. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2008-00255.